Manufacturer narrative:
Additional information: b5, h2, h6, and h11. B5: upon follow-up information, the peritonitis was manifested by abdominal pain and abdominal distension. It was reported that the patient had finished his treatment with vancomycin. At the time of this report, the patient had recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin for the event. At the time of the report, the patient outcome and action taken with pd therapy were unknown. The reporter declined to provide additional information.